Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy,the balloon was broken and blood entered the device.the paramedics immediately discovered the situation and replaced the equipment, and the patient was not harmed.

Manufacturer narrative:
Due to character limitation in e1; (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated: a2, a3a, a4, b4, d4 (serial#), d8, e2, g1, g3, g6, h2, h3, h6 (type of investigation) and h11. Corrected: d4 (unique identifier (UDI) #). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).